Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of currently being in the hospital for high blood glucose level of an unknown level and diabetic ketoacidosis. Troubleshooting found that the customer is requesting a new pump only. There was no further information provided by the customer or by troubleshooting.